Manufacturer narrative:
An event of cardiac arrest and pericardial effusion post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 10 may 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, heparin was administered, and the activated clotting time (act) levels were greater than 300 seconds. The amulet was implanted. About an hour after the procedure, the patient had a cardiac arrest, and a cardiac massage was carried out. Following the emergency, a significant pericardial effusion was found, and a pericardiocentesis was performed. The physician mentioned abbott device caused the pericardial effusion. The patient was reported stable.